Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was leaking. The leak was located from a small crack break in the tubing right below the distal port. The leak was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare ¿ cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial, cartago, 30106, costa rica. Or baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal, 91000, dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was returned for evaluation. A visual inspection with the naked eye observed a hole in the tubing. Functional tests including pressure and clear passage under water tests were performed and the results were not satisfactory due to the hole in the tubing. The reported condition was verified. The cause of the condition could not be determined. The potential causes could be related to the following: a) damaged tubing during extrusion process, resin embedded particle, b) damaged tubbing during the automatic assembly, or c) damaged tubing due an improper manipulation. Should additional relevant information become available, a supplemental report will be submitted.